Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a heavily calcified and moderately tortuous lesion in the mid superficial femoral artery (sfa). The 6.0x150mm supera self expanding stent system (ses) was advanced through the 6fr sheath to the target lesion. During deployment, only half of the stent opened then it got stuck and could not fully deploy. The ses was removed however the tip separated. The separated portion was able to be retrieved. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal sheath of the delivery system was entrapped or bent in the heavily calcified and moderately tortuous anatomy such that the ratchet was unable to properly/fully engage the stent resulting in reported activation/deployment failure. Manipulation of the device resulted in the noted indentation in the catheter shaft likely contributing to the reported difficulties. During removal interaction with the heavily calcified and moderately tortuous anatomy and/or manipulation of the device resulted in the noted stretched jacket material and ultimately resulted in the reported tip material separation/noted tip jacket and tip lumen material separations. As reported, the separated portion was able to be retrieved. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.